Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 485 mg/dl while wearing the pod for longer than 48 hours in the infusion site (arm). Patient tried to correct the high bg levels many times but patient was still high, it was discovered that there was no pink slide, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied. Patient¿s history: 9:57am was 359 mg/dl, 4:46pm was 389 mg/dl, 6:11pm was 412 mg/dl, 8:24pm was 485 mg/dl, bolus 6-7u.